Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's sensor board was replaced to address the issue. In addition of the above evaluation, the devices m series pollen filter, exhaust fan assembly, 43-micron filter were replaced due to maintenance procedure and internal battery was replaced due to the sheath of the conducting wire of the internal battery was observed to have cracked. The technician performed repair test, alarm checking, battery checking, run testing, and cleaning and software version was checked, which was not related to the malfunction/issue.